Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of call was 526mg/dl. The customer stated that she was wearing the insulin pump, but she did not bolus for several days while she was away from home. Troubleshooting was performed. The programming, date, and time were correct. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.